Event description:
Patient had two 25cm four tined leads explanted. During removal, the leads tore just above the proximal electrode on both leads, leaving behind all four electrodes on each lead. Patient was closed with the electrodes inside. The electrodes will be removed during an upcoming surgery.

Event description:
Patient had two 25cm four tined leads explanted. During removal, the leads tore just above the proximal electrode on both leads, leaving behind all four electrodes on each lead. Patient was closed with the electrodes inside. The electrodes will be removed during an upcoming surgery.